Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: pro+ delivery catheter system (dcs); product ID: d-evprop23-29; lot: 0012873637; UDI: (B)(4); manufactured date: 2025-06-17; use by date: 2027-06-17; implant date: n/a; FDA site ID: 9612164. Updated: a1, a2, b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a few minutes following the successful implant of a transcatheter aortic valve, the patient presented with hemodynamic instability, progressing to cardiorespiratory arrest. Resuscitation was attempted; however it was unsuccessful and the patient ultimately died. Per the physician, abdominal aortic dissection was a suspected cause, however an exact conclusion could not be reached. Additional information was reported that the patient had a previously implanted surgical aortic valve. Additional information was received that according to the physician, it could not be determined if the valve or delivery catheter system (dcs) caused or contributed to the dissection.

Manufacturer narrative:
Continuation of d10: product ID {d-evprop-2329}; product lot/serial number {b)(6}; product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a few minutes following the successful implant of a transcatheter aortic valve, the patient presented with hemodynamic instability, progressing to cardiorespiratory arrest. Resuscitation was attempted, however it was unsuccessful and the patient ultimately died. Per the physician, abdominal aortic dissection was a suspected cause, however an exact conclusion could not be reached.

Manufacturer narrative:
Image review: the available patient executive summary was reviewed and deemed adequate for assessment of the relevant anatomic characteristics. The patient was reported to have a preexisting 21 mm non medtronic surgical aortic valve with a measured perimeter of 59.7 millimeter (mm) and a perimeter derived diameter of 19.0 mm. These measurements are consistent with consideration of a 23 mm evolut valve. Sinuses of valsalva diameters exceeded the minimum recommended diameter of 25 mm for accommodation of a 23 mm evolut valve; however, sinuses of valsalva heights were below the recommended minimum of 15 mm. Coronary artery heights were measured at 4.3 mm for the left coronary artery and 10.1 mm for the right coronary artery. Valve to coronary (vtc) distance was included as part of the preprocedural planning. Vtc assessment is used to evaluate the potential risk of coronary artery obstruction due to displacement of surgical aortic valve leaflets during transcatheter aortic valve implantation (tavi). The referenced vtc guidance is included in approved medtronic training materials. Vtc coronary occlusion risk stratification (in tav-in-sav patients): high risk <(> <<)> 3 mm; intermediate risk 3-6 mm; low risk > 6 mm. Based on the reported valve to coronary (vtc) measurements, the potential risk for coronary artery obstruction would be categorized as intermediate. Vtstj measurements were also included and were measured at 2.7 mm to the left coronary cusp and 4.6 mm to the right coronary cusp. The vtstj-lcc measurement of 2.7 mm could potentially pose an increased risk for sinus sequestration in this case. No significant aortic tortuosity was observed. Aortic root angulation was measured at 42°. The ascending aorta appeared mildly dilated, with an average diameter of 39.7 mm. No significant tortuosity was observed in the iliofemoral arteries. Mild calcification was observed bilaterally within the iliofemoral vessels and along the abdominal and thoracic aorta. The iliofemoral vessel diameter measurements exceeded the minimum recommended diameter of 5.0 mm for accommodation of a 14f equivalent delivery catheter system. A complete set of fluoroscopic intraprocedural images was available for review of the reported event. Fluoroscopic valve load inspection was not performed thus it is not possible to validate a good load. Coronary protection of the left coronary artery was established using a percutaneous coronary intervention guidewire, with a stent positioned and available for deployment in the left coronary artery if needed. Imaging findings are consistent with performance of a pre-balloon aortic valvuloplasty prior to the valve implantation. The transcatheter valve was subsequently deployed to a position just prior to the point of no recapture, and deployment depth assessment was performed. The implantation depth was estimated to be approximately 3¿5 mm below the radiopaque margin of the surgical valve, confirmed in multiple views. An abnormal appearance of the valve frame was noted at the inflow level, resembling a possible infolding; however, this could not be definitively confirmed and appeared to resolve following postimplant dilation. There is no evidence that the standby coronary stent was deployed, and final angiography demonstrated an expanded valve frame, no angiographic evidence of paravalvular leak, and adequate coronary perfusion to both coronaries. An observation was noted of minimal clearance between the surgical valve leaflet and the sinotubular junction. Available records indicate that cardiopulmonary resuscitation was initiated shortly after completion of the procedure, which could be confirmed in the images. Based on the available information, the cause of the hemodynamic deterioration and subsequent patient death cannot be determined. Documentation notes a suspected abdominal aortic dissection; however, no abdominal aortic angiographic images are available for review, and this finding cannot be confirmed. Updated data: b1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a2., a3., b5., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported that the patient had a previously implanted surgical aortic valve.